Manufacturer narrative:
No samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle was clogged during the injection. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "we found two more that were defective and switched the vaccine for saline and tried pushing fluid through with as much force as we could and they would not work... We had two separate instances where two patients were poked while trying to administer a vaccine and the syringe would not plunge. Those needles were thrown away. After having it happen twice, all the medical assistances would make sure that a drop of the vaccine would come out from the needle as we drew up the vaccine. At that point, it happened again where another needle would not plunge. That needle was then moved over to a syringe filled with saline to attempt to plunge the saline. I personally pressed as hard as I could and nothing would come out of the needle. We also had two medical assistants, and a doctor try to plunge it. At this point, we pulled all of the needles with that lot #.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged during the injection. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "we found two more that were defective and switched the vaccine for saline and tried pushing fluid through with as much force as we could and they would not work... We had two separate instances where two patients were poked while trying to administer a vaccine and the syringe would not plunge. Those needles were thrown away. After having it happen twice, all the medical assistances would make sure that a drop of the vaccine would come out from the needle as we drew up the vaccine. At that point, it happened again where another needle would not plunge. That needle was then moved over to a syringe filled with saline to attempt to plunge the saline. I personally pressed as hard as I could and nothing would come out of the needle. We also had two medical assistants, and a doctor try to plunge it. At this point, we pulled all of the needles with that lot #.".